Event description:
It was reported that during preparation for a superficial femoral artery angioplasty procedure, a stent deployed prematurely. The sentinol biliary stent delivery system was prepped as per the directions for use. The sentinol biliary stent delivery system was then being loaded on the guide wire, and upon inspection, it was noted that the distal end of the stent was partially deployed. There was never any pt contact with this device. The procedure was completed with another of the same devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.